Manufacturer narrative:
Sample discarded, per dialysis nurse.

Event description:
A pt contacted baxter to report a '"broken pt line". During a f/u call to the pt's nurse, she stated that the transfer set had become separated from the pt line while the pt was sleeping. The nurse state that she has changed the pt's transfer set and has given them antibiotics. No injury or medical intervention was reported.